Event description:
Reoccurring thrombus at PICC site. Customer states that no difficulty encountered on insertion, and regular pressure applied at site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.